Event description:
The event is reported as: complaint alleges: there is a failure on one of the new concha neptunes. This unit is shutting itself off during use. There is no alarm or alert when it shuts off. No pt injury reported.

Manufacturer narrative:
Sample received by MFR, but investigation is incomplete at time of this report. Per device history report DHR investigation did not show issues related to this complaint. Assessment was conducted and no changes required. Complaint cannot be confirmed since the sample was not available for investigation, therefore, it is not possible to determine the root cause for the defect reported and a corrective action for it. Complaint cannot be confirmed since the sample was not available for investigation, however, we will continue to monitor and trend relating complaints.